Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the upper left and lower right cross braces are broken right where the bolts connect.